Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient went to the hospital alone on (B)(6) 2025. She said she was even falling asleep on her way. The cgm reading was 70 mg/dl but she felt extremely drunk with slight dizziness, difficulty in thinking, a little bit of slurring, wobbly and feeling tired. The patient was admitted to the hospital and there, they took a bg reading which was 789 mg/dl and the cgm reading was 70 mg/dl. Her sensor was removed at the hospital. She was treated with a large amount of insulin. The patient stayed at the hospital from (B)(6) 2025 to (B)(6) 2025. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient felt symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked at the hospital. No additional patient or event information is available.